Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care provider (hcp), regarding a (B)(6) male patient receiving intrathecal gablofen 2000mcg/ml at 440mcg/day via an implantable infusion pump. The indication for use of the device was for stroke and intractable spasticity. The concomitant medications and patient history were not reported. It was reported that there was a motor stall seen at interrogation on (B)(6) 2016. The patient did not recently have an MRI. They indicated that there was a stall on (B)(6) 2016, recovery on (B)(6) 2016, and a stall on (B)(6) 2016 with no recovery as of yet. A stopped pump period mayexceed tube set was also reported. No symptoms were reported. It was unknown if the drug was related to the stall. Additional information received from the hcp reported that the cause for the motor stalls was not definitely determined, although it was most likely due to end of battery life. There was no evidence of baclofen withdrawal. There was no action taken immediately, but a pump replacement was scheduled for later today ((B)(6) 2016). It was recommended that the pump be returned for analysis. The resolution remained unknown at the time of this event. Follow-up was being conducted to obtain the missing information; if additional information is received this report will be updated.